Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recp1832 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recp1832) have been reported from the same facility in (B)(6).

Event description:
It was reported that the patient was diagnosed with stage iiib of squamous-cell carcinoma t4n3mo in the right lung after more than two months of cough and blood-stained sputum. On (B)(6) 2019, the patient was admitted to the hospital. On (B)(6) 2019, a PICC was placed in the left upper extremity. On (B)(6) 2019, the patient complained pain and itch on the site of catheter placement. Ultrasound showed thrombosis in the vein of the left upper extremity. 3-day thrombolysis and anticoagulant therapy by administrating urokinase + low molecular heparin calcium injection. On (B)(6) 2019, ultrasound showed no significant echo in the left vein. Cdfi: blood flow acceptable in lumen.